Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have a letter from their dentist. They have stopped treatment. At check in patient marked true to excessive bleeding, infection, inflammation, gingivitis, sensitivity, jaw discomfort and not fitting.